Event description:
The following information was reported to bsc; during ablation procedure, through aorta approach to the left ventricle, the catheter became stuck in the valve. They were able to remove it, however, the mitral valve was damaged. The patient is in stable condition and scheduled for valve repair surgery.

Manufacturer narrative:
Additional information from sales representative received 2008. "Prior to becoming stuck, there was no indication of the catheter kinking or being over torqued. The catheter was performing as indicated, but once it became stuck in the posterior-lateral area between the valve and lateral wall, the catheter would not deflect and respond and became stuck in a deflected position under the mitral valve. To remove, there was some torque and twisting applied to attempt to release from the chordae". Visual inspection of the device found the distal shaft was bent and twisted about 6 turns with the catheter in the neutral position. The electrode ring #4 was noticed to be flattened. A pinched mark on the distal shaft tubing was also noticed next to the proximal end of electrode ring #4. During the functional curve check, both the right and left steering curves did not meet specification as both the right and left steering curves steered out of plane. The distal tubing was dissected, and the electrical wires were twisted onto the kevlar assembly. The electrode ring wire #4 was also found broken from the proximal end of the solder joint on electrode ring #4. The kevlar assembly was dissected and confirmed that the center support and steering wires were bent. The proximal shaft/ handle, and catheter's electrical connector were visually inspected, and no anomalies were found. The most probable root cause was due to the catheter tip being stuck in the area surrounding the mitral valve, which is made up of very fibrous material in which the catheter tip can be easily caught. As an attempt was made to withdraw the catheter, constant manipulation of the catheter may have contributed to the loss of any bi-directional steering. Final removal of the catheter from this area of the heart caused damage to the mitral valve. During this effort to remove the catheter, the twisting damaged the steering mechanism. The complications and outcome suffered by the patient are known and listed in the device directions for use. A definitive root cause cannot be determined. However, it should be noted that the DHR review indicated all released devices for this batch met all specifications. There are no other complaints reported for this batch. A 15 month complaint review for the product family found no negative trend.